Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was trying to change the battery in the pump. Customer received a failed battery test alarm and there was a dead battery symbol and a black dot on the pump. Customer's blood glucose was 462 mg/dl at the time of the incident. Customer's mother received a failed battery test during troubleshooting. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan. Customer's mother stated that she will keep the pump and agreed to a loaner pump. Customer's mother wants a battery cap to see if it fixes the issue.